Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. It was noted that through visual summary that there was a fracture found.

Event description:
It was reported that the lead was fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 6947 implantable tachy lead, (B)(6) 2004; 5076 implantable pacing lead, (B)(6) 2010.